Manufacturer narrative:
Product complaint (B)(4). Investigation summary: this device was not returned for evaluation, however review of the provided photo confirms the reported event. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the longer spike bent from wear and tear.